Event description:
Account alleged that the bed had no trendelenburg functions. No patient impact.

Manufacturer narrative:
The account found the issue to be a defective trendelenburg proof of engagement switch. The account replaced the proof of engagement switch to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.